Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. On an unreported date, the patient was hospitalized for the event. Unknown antibiotics were given while at the hospital (dose, route and frequency not reported). The patient was discharged from the hospital six days after being admitted and recovered from the peritonitis. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j27024 and h13j12026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.